Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set separated the following information was received by the initial reporter with the following information it was reported by customer that the optima n-40 injector separated from primary line at luer connection resulting in chemo spill.

Manufacturer narrative:
One photo was provided with the customer's complaint of separation. The photo shows the type of failure experienced but it does not show the affected device and the complaint cannot be verified. The root cause of this failure is unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
Photo.